Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the cannula not inserting properly or any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical intervention with hyperglycemia. The patient stated she didn't feel the needle insert and this caused her to have high blood sugar (375 mg/dl). The patient was treated with insulin and IV fluids. The patient has continued treatment with a new pod.